Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use. A perforation, hypotension, a pericardial effusion occurred. During the atrial fibrillation (a fib) procedure, it was mentioned that a pericardial effusion was noticed when the patient's blood pressure/heart rate began to drop after going transseptal puncture. The patient lost their pulse and CPR (cardiopulmonary resuscitation) was performed. A pericardiocentesis was also performed to remove/return 3060 cc of fluid. The patient was then transferred to the operating room (or) where a puncture was found in the left atrial appendage (laa). The laa was then removed. The patient was stable at the time. The physician believes that when going transseptal, the dilator was advanced too far into the left atrium and punctured the left atrial appendage. No bwi products were in the left atrium during the time of the adverse event. The product return is not expected. Medwatch # : mw5153459.